Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 3 in the main tower was off the bus and would not power on after recovery attempts. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the drawer 3 in the main station was off the bus. The field service engineer (fse) noted that the customer had previously experienced an issue with the drawer 3.1 control board, which had caused system impact, and the drawer board had been replaced during a prior service visit. During the current visit, the fse inspected the back panel and observed that the module board had no indicator lights illuminated. The fse powered off the machine and replaced the t board. After powering the machine back on, the drawer board was reconfigured in maintenance mode. The customer and the fse were then able to successfully open both drawers 3.1 and 3.2, confirming restored functionality. The system functioned as intended after the field service engineer repaired the device.